Event description:
A male pt underwent aaa repair in 2009. The pt's anatomical form was not suitable for endovascular repair since the ipsilateral fixation site was 22mm in diameter and the contralateral fixation site was 50 mm in diameter. A main body was deployed lower than planned and final confirmatory angiogram revealed a proximal type 1 endoleak. The physician placed a zenith main body extension, however the confirmatory angiography showed the leak still existed. The physician decided to take a wait-and-see approach and completed the procedure. The pt's outcome is unk.

Manufacturer narrative:
This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. The IFU clearly states the anatomical requirements that should be met to ensure the safety and effectiveness of the stent graft. The device is intended to be used with patients that have iliac artery distal fixation site greater than 10mm in length and 7.5-20mm in diameter (outer wall to outer wall). The complaint correspondence states that the device was not used within the indications for use. The ipsilateral fixation site was 22 mm and the contralateral fixation site was 50mm. The pt's anatomy and/or user technique most likely contributed to the inaccurate deployment of the stent graft. The inaccurate deployment resulted in a proximal type 1 endoleak. Without images or additional info, we are unable to determine a root cause at this time. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with the failure mode will remain at an acceptable level.